Event description:
It was reported the patient¿s ipg was inoperable for over 2 years. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: b1 ¿ type of report: product problem checked in this report (it was inadvertently unchecked in initial report). Updated h6 - adverse event problem health effect - clinical code to 1924 - failure of implant.